Event description:
The customer reported that he was hospitalized due to low blood glucose levels, with a reading of 41 mg/dl. The customer stated that he was driving to work when he began feeling his blood glucose levels going low. After the hospitalization, the customer noticed an alarm on the insulin pump. The customer requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.